Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had been experiencing intermittent low blood glucose (bg 40 mg/dl). Food was consumed to address bg. Low bg was due to the pump correction factor setting needing to be adjusted. Tandem technical support advised the customer to discuss the setting adjustment with a healthcare provider.